Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed; due to a pinhole on the bending section cover, water tightness was lost. In addition to foreign objects found to be stuck in the nozzle, the evaluation findings are as follows: due to wear of angle wire, the bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; an abnormal sound was made due to damage on right/left knob, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the light guide (lg) bundle was slipping down, the right/left knob had a scratch, the lock engagement lever had a scratch, the adhesive around the lg lens was peeled, the connecting tube had a dent, wrinkle, a scratch and discoloration; due to slipping of the lg bundle, illumination was uneven; the scope connector cover unit had a scratch, the suction connector had a scratch, the protector of the universal cord on the suction connector side had a scratch, the protector of the universal cord on the control side had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the grip had a scratch, the scope cover had a scratch, the switch box had a scratch, paint on the suction cylinder was peeled and shaved, the up/down knob had a scratch, the right/left knob had a scratch, and switch 1 had a scratch. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. According to the customer, the following details regarding the cds process were unknown: when the foreign material adhered to the nozzle; it was not known what the foreign material was, if there were any abnormalities in the accessories used for reprocessing, whether there was delay in the start of the pre-cleaning, whether the air/water nozzle was flushed with air and water, whether the endoscope was immersed in detergent solution, or whether the nozzle was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution. There were no reports of patient harm associated with this event. A supplemental report will be submitted if any additional information was provided by the user facility. The following is to provide additional information based on the legal manufacturer's final investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it could not be specified what the foreign material was or the root cause of the remaining foreign material. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a tip leak while using the gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there were foreign objects found to be stuck in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.